Manufacturer narrative:
Surgical intervention was performed and the pacemaker was explanted and replaced. The rv lead remains implanted with the new device. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented to the emergency room due to a broken leg and a heart rate in the 40's. In a review of the electrocardiogram (ECG), there were no pacing spikes to indicate the device was pacing. It was reported that as soon as the device was interrogated, it began pacing at vvir 60. It was later reported the device was in retry at 3.5 volts due to a failed automatic capture threshold test. Pacing threshold measurements were checked in clinic earlier that day and were stable and within normal limits. Automatic capture (ac) had been programmed on and reported consistent thresholds of 1.9 to 2.32 volts. Additional threshold testing was performed a few days later which reported stable measurements of 2.0 volts with manual testing, but variable measurements with automatic testing and in one of the tests loc was not detected and the device went into retry.